Manufacturer narrative:
The device was returned for evaluation. The sheath was returned in a used condition with a liner tear along the entire length of the sheath shaft; scratches observed along sheath shaft, no other abnormalities were observed. Dimensional analysis was performed. Single wall thickness measurements were taken along the sheath liner tear. These measurements were done in order to detect if a non-conforming liner thickness contributed to the complaint. Due to the nature of the tear, only one side of the tear was able to be measured. The measurements at all locations met the single wall thickness specification. No functional testing was able to be performed due to the condition of the returned device (sheath shaft liner tear). The complaint for sheath shaft liner tear was confirmed visually. A device history review was performed and did not revealed any issues that may have contributed to the reported event. A lot history review was performed and revealed no other complaints for sheath shaft liner torn. A review of complaint history reveals that the occurrence rates do not exceed the november 2016 control limits for the respective trend category (¿damaged¿). No instructions for use or training deficiencies were identified. During manufacturing of the shaft assembly, the component is visually inspected several times throughout the process: · the liner is 100% visually inspected for wrinkles, holes, tears, and uneven or rough cut edges. · the proximal liner is 100% visually inspected for wrinkles/damage and holes. · the sheath shaft and seam are 100% visually inspected for physical defects (e.g. Wrinkles, holes, and tears) · manufacturing and quality 100% visually inspect the shaft assembly during manufacturing of the esheath final assembly, the device is visually inspected several times throughout the process: · the shaft assembly component is 100% visually inspected by manufacturing · the final assembly is 100% visually inspected under minimum 3x magnification by both manufacturing and quality for the following: o wrinkles, kinks, bends, or mechanical damage o circumferential oriented surface defects, protruding or missing material, dents, and cuts o cross linking of hdpe (blue) across liner (clear) o holes, tears, or wrinkles in the strain relief o seam separation o stress lines in the liner o remnant lines (white lines) o tips with serrated transition, holes, or rough surface during product verification testing, samples are visually inspected for tears pre- and post-expansion testing. All samples passed product verification testing. The inspections described above support that it is unlikely that a manufacturing non-conformance contributed to the reported event. The complaint for sheath shaft liner tear was confirmed based on visual inspection of the returned sample, but no manufacturing non-conformances were identified as supported by the DHR review, lot history review, and dimensional testing. A definite root cause was unable to be determined at this time, however, it is possible that patient factors (calcification, tortuosity) or procedural factors (balloon device not being completely deflated when being removed from the sheath) may have contributed to the sheath shaft liner tear. The complaint of sheath shaft liner tear was confirmed, but no manufacturing non-conformities were found in the returned sample. A review of complaint history suggests patient or procedural factors may have contributed to the reported complaint. No labeling or IFU inadequacies have been identified and the occurrence rate did not exceed the november 2016 control limits for the applicable trend category. Therefore, no preventative or corrective action is required at this time.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the cause of the iliac artery perforation is unknown; however, device manipulation and the mechanisms described above may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by an affiliate from (B)(6), after the implant of a 29 mm sapien 3 valve by tf approach in aortic position, during retrieval of the esheath, the dilator was introduced but the sheath seal was opened. It was managed to retrieve the sheath and the dilator together but an iliac artery perforation was caused. The artery was closed using 4 proglide. Patient is doing well.